Event description:
Report of event received from pt's relative who reported one episode of overdose resulting in unconsciousness and an episode of underdose of baclofen that resulted in prolonged uncontrolled spasming. These episodes were related to an undiagnosed catheter connector break. Hcp confirmed pt did "overdose" - pt experienced extended nausea, a seizure resulting in unconsciousness and respiratory arrest. Pt required treatment by emergency personnel at hosp. Hcp states surgery was performed to replace/repair the catheter connector problem. Pt is fully recovered and asymptomatic now.